Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: thoracic spine pain, spinal pseudarthrosis and spinal stenosis. Patient underwent following procedures: extensive exploration t7-l3, laminectomy and nerve root decompression t12- l2, partial removal of spinal implant, revision posterior spinal fusion t11-l2 and right icbma. As per operative notes,¿ a fat graft was har vested from the subcuticular area and morselized. After this was done, the dura was covered with the morselized fat graft, gelfoam, and flo-seal. A high speed burr was used to decorticate the area of spinal pseudarthrosis. A small bone morphogenic protein was mixed and when ready it was mixed with the local autograft and beta tcp and a small amount of right icbma obtained thru a separate puncture with a jamshiidi needle. The rx bmp was mixed with the bone graft mixture and placed over the decorticated bed. ¿ no intra-operative complications were reported.